Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. A 4.0mm x 150mm x 150cm coyote catheter balloon was advanced for pre-dilatation. However, during the first inflation at 3 atmospheres, contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.